Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a broken battery cap. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected failed battery test or failed battery alarm noted. Also, no motor error alarm and no excessive no delivery alarm noted during the testing. Motor passed motor test. (B)(4).